Event description:
It was reported by customer item leaking at the hub. Treatment was completed for the patient. Nurse noted port dressing to fill with medication. Upon removing dressing, noted that needle was leaking around butterfly/safety lock mechanism. Patient was deaccessed and reaccessed with a new needle without any problems. Delay in care because of this. It was reported this occurred with three devices. This report addresses the third device. Additional information received: treatment was completed for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was determined to be unconfirmed because the problem could not be reproduced. The products returned for evaluation were six 20ga x 0.75¿ powerloc infusion sets. Four of the packages were received sealed and two of the packages were opened. Use residue was observed on one of the opened infusion sets. An attempt to flush the device with water using a 12ml syringe revealed all of the infusion sets were patent to infusion and aspiration without any observed leaks. No leaks were observed during pressurization testing. No deficiencies were discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer item leaking at the hub. Treatment was completed for the patient. Nurse noted port dressing to fill with medication. Upon removing dressing, noted that needle was leaking around butterfly/safety lock mechanism. Patient was deaccessed and reaccessed with a new needle without any problems. Delay in care because of this. It was reported this occurred with three devices. This report addresses the third device.